Event description:
As reported by the edwards field clinical specialist, the patient expired two days post tavr. To date the cause of death is unknown and the family did not authorize an autopsy. Per report, after successful transapical implant of a 26 mm sapien valve the patient was extubated in the procedure room and transported to the recovery room in stable condition. Day one post-op, the chest drain was removed from the patient and the patient began to ambulate. Day two post-op while ambulating with his nurse, the patient became unsteady on his feet. The patient was returned to bed where he vomited and then arrested. Attempts to revive the patient were unsuccessful and the patient's respiration ceased. Per the implant physician, there were no rhythm issues with the patient. An echo was performed during resuscitation attempts revealing the apex was intact. Medical records were requested for this case, however the request was declined by the medical facility.

Manufacturer narrative:
Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient¿s risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the exact cause of the cardiac arrest cannot be confirmed; however, it is possible that in addition to the procedure itself, the patient¿s underlying co-morbidities may have caused or contributed to the event. There is no evidence or suggestion of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.